Event description:
It was reported that ventricular assist device (vad) disconnect alarms were discovered upon log file review . The patient was aware of one pump stop due to driveline disconnection, but was unaware of the second. It was confirmed that the driveline connector locking collar moved appropriately and it was also confirmed driveline is "locked" into the controller. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: ddpb3d1 ICD implanted on (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturer received product performance data. Manufacturer's analysis subsequently revealed a vad disconnect alarm vad disconnect alarm due to loss of commutation. The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed a reactivation event was logged on 04/jan/2024 at 18:44:49, indicating an open phase in the front stator, resulting in the pump running on the rear stator only. In addition, log files revealed one (1) vad disconnect alarm was logged on 04/jan/2024 at 18:44:50. This vad disconnect alarm was most likely a false alarm, given that the vad disconnect alarm cleared within a second. Even though the speed recorded at the onset of the vad disconnect alarm was close to the set speed, it was likely that the speed decreased from a speed higher than the set speed in a short period of time between the detection of the alarm and the logging of the pump parameters while the pump was being restarted. This indicates that a possible loss of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Of note, during the vad disconnect alarm, the power consumption was above 10 watts due to the reactivation event. Furthermore, one (1) additional vad disconnect alarm was logged on 07/jan/2024 at 17:13:32, likely due to a physical disconnection of the driveline from the controller, as described in the event details. As a result, the reported vad disconnect alarms were confirmed. Based on risk documentation and the available information, a possible root cause of observed reactivation event can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. Possible causes of the vad disconnect alarm can be attributed to a loss of synchronization of commutation leading to a false vad disconnect alarm, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019 / serial or lot#: (B)(6) UDI #: (B)(4). D9: no h3: yes h4: mfg date: 07-sep-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.